Manufacturer narrative:
The navio handpiece thumberscrew, part number pfsr100026, used for treatment was not returned for evaluation. An image was provided. A relationship between the reported event and the device was established. The reported problem was confirmed with a visual inspection. The images provided confirmed the device is broken and was taped. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. The most likely cause of this event is associated with repeated over torquing resulting in thumbscrew shaft fracture. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a navio lab/demo, when they were assembling the handpiece tracker onto the handpiece, the navio handpiece thumberscrew broke off while tightening with the t-handle wrench. There were no replacement thumbscrew pieces in the bin, but they were still able to use it by taping the tracker to the handpiece. No case involved; therefore, there was no patient involvement.